Manufacturer narrative:
The suspect device was returned to vyaire medical for evaluation, however, the exact root cause is not determinable as there were no functional or performance issues were found. Most likely the issue is caused by a hardware issue on the epc.

Manufacturer narrative:
H10: the suspect device has not been return for investigation. However, logs reveal that the unit has cfb error. Inform customer that the main board needs to be replaced. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us had an issue while on a patient. Unit was running fine when it had a high pitched alarm, made a "grinding" type noise, then it went into a blue screen. Vent is still ventilating and hard to shut down. Customer confirmed that the unit was swapped out and there was no patient harm associated with this event.